Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not calculate the correct amount of insulin to be delivered when requesting a bolus. The customer's blood glucose (bg) level was 235 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.